Event description:
Pt was doing self-cath when he experienced acute pain. After immediately removing catheter, pt had moderate amount of bleeding from urethra. Tip of catheter did not have rounded tip on it and was jagged on the end.